Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during use with the clip delivery system (cds), the shaft kinked which caused irregular movement and has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. A patent foramen ovale (pfo) was also observed. The clip delivery system (cds) was advanced to the left atrium. The device position was too low; therefore, situational techniques were performed to gain height. After these techniques were applied, the clip orientation was off so the clip was inverted and the orientation was corrected. While translating the handle forward to cross back to the left ventricle, the shaft became kinked. It was noted that irregular movement was caused due to the kink; therefore, the cds was removed and replaced. Two clips were implanted, slightly reducing the mr to 4. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported kinked delivery catheter (dc) shaft appears to be related to patient morphology/pathology and procedural conditions. The reported difficulty positioning/irregular movement was a secondary effect of the kinked shaft. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.